Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31581365l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref # (B)(4).

Event description:
The report indicated that during a supraventricular tachycardia (svt) cardiac ablation procedure with thermocool smarttouch sf catheter and the patient dropped in blood pressure and pericardial effusion treated with pericardiocentesis and prolonged hospitalization. It was reported that during an svt case, a pericardial effusion was noticed in the patient. After going transseptal in the left ventricle, the anesthesiologist had noticed a blood pressure drop in the patient. The reported pericardial effusion was then discovered and visualized on intracardiac echocardiography (ice) with the soundstar® catheter and echo as well. The medical intervention provided to the patient was pericardiocentesis, however, it was unknown how much fluid was removed. The patient was in stable condition. The thermocool smarttouch sf catheter was the ablation catheter placed in the left ventricle, at the time of the discovery of the pericardial effusion. The navistar 4mm catheter had also been utilized for ablation earlier in the procedure, but the navistar 4mm catheter was located outside of the body, at the time of the injury. Additional information received indicated that no further surgery was needed. The outcome of the adverse event was the patient stabilized and improved enough to go to the cardiac intensive care unit (cicu) floor. The patient required extended hospitalization because of in-patient in the cicu for 2 nights. The energy source used was radiofrequency (rf) during the adverse event. The patient did not require cardiac surgery. The procedural activated clotting time (act) was over 350 seconds. Four catheter exchanges occurred during the procedure. One transseptal puncture site was performed. The number of performed ablations was 34, and all were rf ablatios. No ablations were performed within the pulmonary veins. All 34, in the left ventricle outflow tract (lvot) and slow pathway region in the right atrium (ra). No evidence of steam pop noted. The flow settings were normal flow settings for thermocool smarttouch sf catheter. Low flow of 2 ml/min with high flow 8-15 ml/min. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablations were noted. No error messages observed on biosense webster equipment during the procedure. The rf energy source used was power from 25-40 watts for up to 30 seconds.